Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to elevated iop(51mmhg)without pupil block and angle closure(assessed on (B)(6) 2021) on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, iop was treated with tablets over time. Pressure kept increasing without therapy(rx) so surgeon decided to explant.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health impact code: "4644" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -10.00 into the patient's right eye (od) on (B)(6) 2021. The patient experienced an elevated iop without pupil block and angle closure and medication was prescribed. Reportedly "the iop was treated with tablets over time. Because the pressure kept increasing without therapy the surgeon decided to finally explant the lens". On (B)(6) 2023 the lens was explanted and the problem was resolved. Additional information provided: "patient is happy". The cause of the event is unknown. Claim# (B)(4).